Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient and the patient's family were anxious about hearing a "buzzing" noise from the device. It was noted that the patient had received a shock one month prior and review of performance data indicated magnet activation on several occasions post shock. It appeared that the patient was activating the device toning with magnet exposure. Follow-up was attempted with the clinic; however, no additional information could be obtained to determine if the shock was appropriate or if any intervention had been taken. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.